Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high capture thresholds, >2500 ohms impedance and subclavian crush.